Event description:
On (B)(6) 2021, upon initial measuring of the airway, the physician noticed a piece of the sizing wing sheared off. The sizing wing was extracted from the patient and the procedure continued with a different catheter.